Event description:
It was reported that during an unk procedure, there were broken jaws. Just at the end of the procedure, when the instrument was out of the pt, one of the jaws broke. No additional detail is available. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.